Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and low battery alert noted. Device received with broken battery tube thread noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. They declined troubleshooting for blank display and confirmed that it was just caused by a loose battery compartment. The pump displayed a low battery alert and it shut off and it didn¿t turn on after putting another battery in it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.